Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. This analysis has not highlighted any chaumont defect: the need of corrective actions is not indicated.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure - left reverse shoulder replacement. . When screwing in the size 42mm non locking screw into the metaglene the top/head of the screw sheared off with the first 2 threads attached. Remaining part of screw left in the patient. No delay to the procedure. Surgeon continued.